Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer skin graft mesher was not working and tearing skin. Add'l clinical follow up indicated the device was not meshing the skin properly, which resulted in only a partial amount of the initial donor graft being usable for the planned wound coverage. An add'l donor site harvest was required. The customer stated the surgical time was not increased by 30 minutes or more, and no other intervention was required.